Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was implanted in a patient. The valve migrated over the ring and it is implanted in the patient but at the wrong position. It is unknown if an intervention has been performed. The patient is stable.

Manufacturer narrative:
An event of migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. It was indicated that valve migrated over the ring. No other information was received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.